Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient sought a healthcare professional (hcp) at (B)(6) hospital¿s advice due to diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. In addition, the patient¿s ketones were 3.4. Symptoms reported include vomiting and dehydration. The patient did not attend hospital or the emergency room due to the dka, instead the patient sought the advice of their hcp. The patient was treated with insulin injections; it is unclear who these were administered by. The patient¿s ketones were also monitored every 45-60 mins until they were under control. The pod was discarded and a new pod was applied.